Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. Upon review, fluoroscopy revealed that the atrial lead was dislodged. The atrial lead was capped and replaced during the same upgrade procedure on (B)(6) 2021. No patient consequences.